Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, epic did not cross over to one station, resulting in the rss being offline. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the epic was not crossing over to station. The field service engineer advised customer to contact customer service and open a case for the server engineer team. Customer confirmed issue got resolved. The system functioned as intended after the field service engineer investigated the issue.